Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, concern for textured implant device, spasms, swollen, hard, discoloration of skin.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product, "pain spasms, its very swollen, its hard, seems to be getting more and more swollen, and it has an orange peel look to the skin.¿ healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.